Event description:
Biopsy results on right cheek lesion was positive with malignancy through right side of face. Surgery performed with grafts and flap. 8 hr surgery and 8 days in hosp. 2 years prior another biopsy was done in the same spot was negative, but according to dr's records only presently obtained. Pathologist requested "deeper cuts". This was not acknowledged. Suspect squamus cell carcinoma present but not detected. Rptr questions if the difficulty in detecting tumor a result of laser surgery performed shortly before biopsy.